Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material inside the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. Microscopic examination was performed and it was observed a separation between electrode and pebax causing fluids get into the pebax. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on pebax is related to the manufacturing process of the device. The carto® 3 system instructions for use (IFU) contain the following information: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues and to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified there was a separation between electrode and pebax causing fluids get into the pebax. It was initially reported by the customer that during the operation, the force values displayed were high. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 29-jan-2025, the bwi pal revealed that a visual inspection of the returned device found a separation between electrode and pebax causing fluids get into the pebax. These findings were reviewed and assessed the issue of a ¿separation¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.